Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that infusion set and reservoir constantly received air bubbles. It was reported that each time the reservoir was changed, the p-cap broke off and it was believed that this was causing air bubbles. Customer's blood glucose was unknown. Reservoirs would be replaced.

Manufacturer narrative:
Analysis not required for sealed reservoirs due to reservoirs being expired (B)(6)2014.